Manufacturer narrative:
Investigation/conclusion: the lot was previously investigated. In-house testing and found that the lot met the criteria and no deficiency was established. The lot has since expired. No further investigation will be pursued.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (CAPA (B)(4)) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer reported two (2) error results and then a variance between the inratio inr results (1.7) and the prior week the inratio inr results were (3.5 and 3.8). The date of the event and the therapeutic range were not provided. There was no additional information provided.